Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab pump (iabp) continued to alarm for iab disconnected. The patient had arrived in their ICU (intensive care unit) approximately 3 hours prior and the alarm began soon after. The staff assured that that there was no evidence of blood in the catheter/tubing and that all connections were secure. Each time that the pump ¿start¿ key was used the pump responded but the alarm reoccurred in a few minutes. While a second pump was being obtained the emergency service specialist had her reboot the original pump. The alarm did not continue after the first pump was rebooted and did not alarm after the console was switched. There was no reported injury to the patient.